Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch for low, out of range pacing impedance values. Also, there was atrial under-sensing. The patient was in atrial fibrillation and clinic does not want to change the pacing mode because new medication was started. After a battery analysis it was determined that the pacemaker was depleting in a normal way. The power consumption was elevated due to sensing persistent atrial arrhythmias. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).